Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation the ECG 'a', ECG 'b' and front therapy electrode (te) cable were pulled from the front te. The cause of the test failure was the pulled cable. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.